Event description:
The customer reported a > 5ml diluent/blood fluid leak that was contained within the coulter coulter lh 750 hematology analyzer station the customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place.

Manufacturer narrative:
On the day of the event, a field service engineer (fse) was dispatched to investigate the event. The fse found that the customer had cleaned the area around the bsv and that the customer (bio-med) had repaired the instrument. The fse found the bottom of cvl85/126 was wet but could not determine the source of the instrument leak. The fse removed the cvl85/126 and reconnected all the tubing. The fse verified the instruments operation. The cvl85/ 126 carries 5c control, retic-c control, blood, diluent and clenz reagents. The root cause of the event is unknown, the customer (bio-med) repaired the instrument and did not provide details. (B)(4).